Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a driver was worn and did not have a tight connection when turning the end cap during surgery. The driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned locking cap driver was evaluated. An inspection of the driver revealed the tip is worn with minor material deformation. The cause of the worn hex tip is likely due to insufficient seating of the hex into the mating screw. A review of the manufacturing records did not identify any issues which may have contributed to this event.